Event description:
It was reported that the user observed a very high glucose reading of 541 mg/dl on fingerstick and ilet after completing a supply change and leaving the pump disconnected for approximately seven hours during charging, which resulted in a delay to insulin therapy; the event involved the ilet system with an infusion set and cartridge, and the device problem was categorized as use of device problem. Symptoms included hyperglycemia. Outcomes included a delay to treatment or therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and the issue was associated with use of the device, with the component categorized as appropriate term/code not available. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.